Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the ceramic tip was caused by one of the following; thermal/mechanically induced fatigue, wear and tear, or improper handling (such as a fall/induced shock). It was also noted that it cannot be determined with certainty, whether the damaged was pre-existing or if it had occurred over the course of a procedure or reprocessing. The instructions for use (IFU) provides a warning that the ceramic tip can break due to mechanical loading or thermally induced straining: ¿4 before use warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning- risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of the ceramic tip broken was confirmed. The yellow seal was also identified to be worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the ceramic tip of resection sheath, 24 fr., was broken. There was no delay or patient harm reported due to the event.